Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the atw35 jammed on the third firing after being fired twice successfully. There were no complications and a tsw35 was pulled at that time. There was no consequence to the pt.